Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text: other.

Event description:
It was reported that on (B)(6), a novasure procedure was performed and the doctor tried multiple times to pass cavity assessment. With the first device the doctor tried 3 times, did all of the usual ¿fixes¿ to try to get it to pass wit no success. The doctor looked back in, and no perforation was noticed. The doctor opened a 2nd device, tried 2 times with that one and did the same thing with the ¿fixes¿, but it did not pass. When she looked in again, there was a uterine injury and she aborted the procedure. No additional information available.

Manufacturer narrative:
The device was returned for investigation and visual inspection was conducted, and there were no signs of physical damage, and no sharp edges were noticed in the array. Functional testing was conducted and the cia test failed, the leak test was performed, and a small leak was noticed in the relief valve also was noticed that the desiccant filter was filled with blood, it was replaced, and the cia test was completed and the procedure complete. Hence, the complaint can be confirmed for failed cia test but no relationship could be established related to the uterine perforation. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
Please note that the correct affected item is nsv5-us-001 lot number: 24f06rc. Please refer to section d for correction.